Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the confirmed difficulty positioning appears to be related to the identified bent actuator mandrel and subsequent dc shaft bend; however, a definitive cause for the observed actuator mandrel bend could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip delivery system (cds) had uncontrolled movements resulting in the inability to position in the target area. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve, during delivery catheter handle translation and rotation, the cds was difficult to position. When retracting the lock lever, the delivery catheter shaft bent and had strong uncontrolled movement to different directions. It was not possible to position the clip in the target area. The clip was not implanted, and the cds was removed. A new cds was used to complete the procedure successfully. One clip was implanted, reducing mr to a grade of 2-3. The patient is stable. There is no additional treatment planned for the patient. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.